Event description:
The clinician reports the implant was inserted 2024-04-05 in ada 6. Details of surgery: implant surface not completely covered with bone. On 2024-07-12, non-osseointegration was verified. The device was forwarded to the manufacturer. There were no reported patient injuries or complications.